Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the doctor was firing the 6th clip, it did not ligate the target vessel properly. The doctor keeps firing the 6th clip but this 6th clip got broken during the surgery. The doctor removed this ae05ml and took out this broken 6th clip using a grasper. The doctor stopped using this ae05ml and took it out". No patient harm or injury. The patient status is reported as "fine".